Event description:
Affiliate reported that the drain line disconnected from the "pt stopcock" site (distal of the pt side of stopcock) during a turn and reposition of pt. Device was discarded.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
This complaint has been re-opened since additional information has been provided. Affiliate provided additional information; correction to product code, it is (B)(4), not (B)(4) as originally reported. The lot number was either clpb2l or ckmcpg, could not say for sure which one. The customer does not reprocess and reuse these devices. They switched to another same/like device. Product was discarded by the customer; therefore, the evaluation could not be performed. In the absence of the complaint sample a lot history records review was conducted for the two lot numbers provided by the affiliate. For lot # clpb2i, it was verified that this lot number is for a blister sub assembly part number (B)(4); therefore, unrelated to the product code reported. For lot # ckmcpg, it was verified that this lot number is for product code part number (B)(4), as originally reported, not as per the correction received from the affiliate. All products in this lot number were conforming to the required specifications when released to stock. Complaint will be closed at this time without any further action. Product was discarded by the customer; therefore, the root cause could not be determined. Device not returned.